Manufacturer narrative:
D7: added device explant date. H6: conclusion code remains unchanged.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6), including records for the appendectomy, cholecystectomy, and c-sections x 4 noted in the (B)(6) 2009 records were not provided. Records dated (B)(6) 2004 state the patient was seen ¿yesterday and told that she has an umbilical hernia. She says it has been hurting for two weeks. She is here today because it is still hurting. She has not had any vomiting or nausea. She describes the pain as periumbilical.¿ ¿she gives a history of c-section which was done with a midline incision. She has also had an appendectomy.¿ abdominal exam notes state: ¿not distended. There is periumbilical tenderness and I can palpate a hernia defect. There is no incarcerated or strangulated hernia. There is no erythema of the skin. There is a well healed midline incision. There is also a 1 inch surgical incision in the left upper quadrant. The patient tells me that this was related to her appendectomy which she had when she was pregnant. Flat and upright films of the abdomen show no air fluid levels and no evidence of free air.¿ records dated (B)(6) 2004 state the patient was seen for abdominal pain and discomfort. ¿she localizes her abdominal discomfort where her lower midline incision was located from prior c-section and also she says she·had an appendectomy performed during her last pregnancy. Review of systems states: ¿completely negative except for some musculoskeletal pain.¿ abdominal exam notes state: ¿soft, flat, mildly tender in the lower midline where incision was at. She had clear fascial defect along the upper 10 to 12 cm of her midline incision particularly palpable when she lifted her torso off the bed. There was no palpable incarcerated bowel, however. Bowel sounds are present.¿ assessment: ¿midline ventral hernia.¿ records state: ¿past surgical history: c-section, appendectomy¿. It is unclear how many c-sections the patient has had in (B)(6). (At least one). Operative records dated (B)(6) 2004 state the patient underwent laparoscopic ventral hernia repair. ¿20-year-old african-american female presented with abdominal discomfort that has progressively gotten worse over the ensuing months. She has had no change in bowel habits and continues to eat adequately but localizes her pain to her lower midline incision where she has a hernia that extends approximately two thirds of the upper aspect of the wound. She was offered a ventral hernia repair to be performed laparoscopically. She understood risks, benefits, and alternatives including the possibility that it may not resolve her discomfort. She understood and wishes to proceed.¿ the (B)(6) 2004 records state: ¿a 5.0 millimeter port was introduced followed by a laparoscope. There was no bowel or fat stuck up in the hernia defect but there was weakness in the abdominal wall. The lateral edges of the fascia were separated approximately 4.0.centimeters in size and the length of the defect was about 10.0 centimeters. Two working port sites were introduced, one for an 11.0 millimeter port site in the inferolateral aspect of the abdomen on the right side and in the right upper quadrant for a 5.0 millimeter port. A 10.0 x 15.0 centimeter dualmesh prosthetic material was brought to the operative field and marked on the smooth side with marking pin and rolled up and passed through the 11.0 millimeter trocar site and unfurled intra-abdominally. It was secured to the abdominal wall with a spiral tacker followed by securing the mesh to the fascia using gore-tex needle passer system and 2-0 prolene suture. Skin incisions were made and the sutures were tied and buried in the subq followed by closure of the skin with surgical staples. Band-aids were applied to the incisions.¿ the records confirm a gore dualmesh® biomaterial (1dlmc03/02891370) was implanted during the procedure. Records between (B)(6) 2004 and (B)(6) 2009 were not provided. Records dated (B)(6) 2009 state the patient was seen in the emergency room for ¿[abdominal] pain ¿ hernia groin. Onset ¿ 2 nights ago. Duration ¿ 2 nights.¿ nursing assessment states: ¿pain in [right lower quadrant] at end of csection [incision].¿ an ¿abdominal / flank pain gi symptoms¿ emergency physician record states: ¿@ prior incision sites + hernia repair.¿ ¿small incisional hernia [right lower quadrant] easily reducible.¿ surgical history is noted as cholecystectomy, c-section x 4, ventral hernia repair, and appendectomy. The emergency room records indicate the patient was discharged home with pain medications. After care instructions state ¿see seaboard surg¿ and ¿to be seen next 2-3 days for follow up¿. Records describing the patient¿s (B)(6) 2009 hospital visit were not provided. It is unclear when the four c-sections occurred. Records between (B)(6) 2009 and (B)(6) 2012 were not provided. History and physical notes dated (B)(6) 2012 state the patient ¿had abdominal surgery consisting of a c-section in (B)(6). She was okay until a couple of years ago when she developed lumps, which were not bothersome to her. Lately however she has developed left lower quadrant pain which was worse. She was seen in the clinic yesterday and was scheduled for a CT scan to see if she had a femoral hernia in addition to the already obvious ventral hernias. She comes in tonight with nausea and vomiting but having been passing gas and stool.¿ abdominal exam notes state: ¿midline incision is noted. She has two hernias side by side in the upper abdomen. She is tender in the left lower quadrant just above her pfannenstiel incision. I cannot be certain of whether she has an inguinal or femoral hernia or not.¿ ¿impression: 1. Incisional hernias. 2. Possible left inguinal versus left femoral hernia.¿ the records indicate the patient was admitted to the hospital. Operative records dated (B)(6) 2012 indicate the patient underwent ¿mesh explantation with ventral hernia repair, component separate technique.¿ pre-operative diagnosis states ¿recurrent ventral hernia¿; post-operative diagnosis states: ¿abdominal pain secondary to implanted mesh.¿ the (B)(6) 2012 records state: ¿the old incision was incised from just below the xiphoid to the pubic tubercle. We took the dissection down to the mesh and then got below it and explored the area around the mesh. There was no hernia seen corresponding with the areas marked preoperatively. I felt down in the left lower quadrant where the patient was also having pain and could not appreciate any hernias there either. The only thing I could figure was that the mesh with the tacks was causing her pain, so we removed that with the cautery, taking care to leave the parietal peritoneum intact. Once this was done, we elevated skin flaps back to the lateral aspect of the rectus abdominis bilaterally and then mobilized the rectus abdominis by separating it from the posterior rectus sheath throughout the whole course of the incision. Once we had done this, we had good flaps which we could appose without the need for prosthetic material, and did so with 0 maxon suture in 2 layers.¿ the records indicate no evidence of recurrence with no mention of infection. Discharge summary records dated (B)(6) 2012 state: ¿the patient presented to the delphi surgical service with some abdominal wall complaints as detailed on the admission history and physical which she felt were lumps related to clinically recurrent hernias. She had an abdominal CT scan without significant findings and dr. Ballard elected to take her to the operating room and removed her hernia mesh and reconstructed her abdominal wall repair. She tolerated this well.¿ records dated (B)(6) 2012 indicate the patient was diagnosed with multiple sclerosis after experiencing an episode of unresponsiveness. The records indicate the patient had previous complaints of headache, extremity weakness, and pain. Records after (B)(6) indicate continued complaints of back and spinal pain, with a noted medical history of diabetes. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: abdominal pain, additional surgery, mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: conclusion code 4316: no term/code available used for ¿withdrawn complaint¿ previous patient code (1994) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. The following information was determined from the medical records. Medical records: ¿ the known medical records span (B)(6)2004 through (B)(6)2012, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. ¿ medical records from (B)(6) 2004 through (B)(6)2009, and from (B)(6) 2009 through (B)(6) 2012 were not provided. Patient information: medical history: ¿ multiple sclerosis, diagnosed 11/2012 prior surgical procedures: ¿ unknown date: cholecystectomy ¿ 2001: cesarean section ¿ unknown dates: cesarean sections x 2 ¿ 2004: appendectomy during pregnancy ¿ 2004: cesarean section implant preoperative complaints: ¿ (B)(6)2004: ¿¿ yesterday and told that she has an umbilical hernia. She says it has been hurting for two weeks. She is here today because it is still hurting. She has not had any vomiting or nausea. She describes the pain as periumbilical.¿ ¿there is periumbilical tenderness and I can palpate a hernia defect. There is no incarcerated or strangulated hernia.¿ ¿ (B)(6)2004: ¿she localizes her abdominal discomfort where her lower midline incision was located from prior cesarean section and also she says she had an appendectomy performed during her last pregnancy.¿ abdomen: ¿soft, flat, mildly tender in the lower midline where incision was at. She had clear fascial defect along the upper 10 to 12 cm of her midline incision particularly palpable when she lifted her torso off the bed. There was no palpable incarcerated bowel, however.¿ implant procedure: laparoscopic ventral hernia repair. Implant: gore® dualmesh® biomaterial (1dlmc03/02891370, 10cm x 15 cm, oval) implant date: (B)(6)2004 [hospitalization dates unknown] ¿ description of hernia being treated: ¿a 5.0 millimeter port was introduced followed by a laparoscope. There was no bowel or fat stuck up in the hernia defect but there was weakness in the abdominal wall. The lateral edges of the fascia were separated approximately 4.0 centimeters in size and the length of the defect was about 10.0 centimeters. Two working port sites were introduced, one for an 11.0 millimeter port site in the inferolateral aspect of the abdomen on the right side and in the right upper quadrant for a 5.0 millimeter port.¿ ¿ implant size and fixation: ¿a 10.0 x 15.0 centimeter dualmesh prosthetic material was brought to the operative field and marked on the smooth side with marking pin and rolled up and passed through the 11.0 millimeter trocar site and unfurled intra-abdominally. It was secured to the abdominal wall with a spiral tacker followed by securing the mesh to the fascia using gore-tex needle passer system and 2-0 prolene suture. Skin incisions were made and the sutures were tied and buried in the subq. [Subcutaneous] followed by closure of the skin with surgical staples. Band-aids were applied to the incisions.¿ relevant medical information: ¿ (B)(6)2009: ed visit for abdominal pain, onset 2 days ago. Pain in right lower quadrant. ¿small incisional hernia [right lower quadrant] easily reducible. Explant preoperative complaints: ¿ (B)(6)2012: ¿¿had abdominal surgery consisting of a c-section in 2001. She was okay until a couple of years ago when she developed lumps, which were not bothersome to her. Lately however she has developed left lower quadrant pain which was worse. She was seen in the clinic yesterday and was scheduled for a CT scan to see if she had a femoral hernia in addition to the already obvious ventral hernias. She comes in tonight with nausea and vomiting but having been passing gas and stool.¿ abdominal exam notes state: ¿midline incision is noted. She has two hernias side by side in the upper abdomen. She is tender in the left lower quadrant just above her pfannenstiel incision. I cannot be certain of whether she has an inguinal or femoral hernia or not.¿ ¿impression: 1. Incisional hernias. 2. Possible left inguinal versus left femoral hernia.¿ the records indicate the patient was admitted to the hospital.¿ explant procedure: mesh explantation with ventral hernia repair, component separate technique. Explant date: (B)(6)2012 [hospitalization (B)(6) 2012] ¿ ¿the old incision was incised from just below the xiphoid to the pubic tubercle. We took the dissection down to the mesh and then got below it and explored the area around the mesh. There was no hernia seen corresponding with the areas marked preoperatively. I felt down in the left lower quadrant where the patient was also having pain and could not appreciate any hernias there either. The only thing I could figure was that the mesh with the tacks was causing her pain , so we removed that with the cautery, taking care to leave the parietal peritoneum intact. Once this was done, we elevated skin flaps back to the lateral aspect of the rectus abdominis bilaterally and then mobilized the rectus abdominis by separating it from the posterior rectus sheath throughout the whole course of the incision. Once we had done this, we had good flaps which we could appose without the need for prosthetic material, and did so with o maxon suture in 2 layers.¿ relevant medical information: ¿ (B)(6)2012: diagnosed with multiple sclerosis after experiencing an episode of unresponsiveness. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added surgical history. H6: updated result code. Conclusion code remains unchanged. H10/11: added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2004, including records for the appendectomy, cholecystectomy, and c-sections x 4 noted in the 10/10/2009 records were not provided. Records dated 7/7/2004 state the patient was seen ¿¿yesterday and told that she has an umbilical hernia. She says it has been hurting for two weeks. She is here today because it is still hurting. She has not had any vomiting or nausea. She describes the pain as periumbilical.¿ ¿she gives a history of c-section which was done with a midline incision. She has also had an appendectomy.¿ abdominal exam notes state: ¿not distended. There is periumbilical tenderness and I can palpate a hernia defect. There is no incarcerated or strangulated hernia. There is no erythema of the skin. There is a well healed midline incision. There is also a 1 inch surgical incision in the left upper quadrant. The patient tells me that this was related to her appendectomy which she had when she was pregnant. Flat and upright films of the abdomen show no air fluid levels and no evidence of free air.¿ records dated 7/12/2004 state the patient was seen for abdominal pain and discomfort. ¿she localizes her abdominal discomfort where her lower midline incision was located from prior c-section and also she says she·had an appendectomy performed during her last pregnancy. Review of systems states: ¿completely negative except for some musculoskeletal pain.¿ abdominal exam notes state: ¿soft, flat, mildly tender in the lower midline where incision was at. She had clear fascial defect along the upper 10 to 12 cm of her midline incision particularly palpable when she lifted her torso off the bed. There was no palpable incarcerated bowel, however. Bowel sounds are present.¿ assessment: ¿midline ventral hernia.¿ records state: ¿past surgical history: c-section, appendectomy¿. It is unclear how many c-sections the patient has had in 2004 (at least one). Operative records dated 7/15/2004 state the patient underwent laparoscopic ventral hernia repair. ¿20-year-old african-american female presented with abdominal discomfort that has progressively gotten worse over the ensuing months. She has had no change in bowel habits and continues to eat adequately but localizes her pain to her lower midline incision where she has a hernia that extends approximately two thirds of the upper aspect of the wound. She was offered a ventral hernia repair to be performed laparoscopically. She understood risks, benefits, and alternatives including the possibility that it may not resolve her discomfort. She understood and wishes to proceed.¿ the 7/15/2004 records state: ¿a 5.0 millimeter port was introduced followed by a laparoscope. There was no bowel or fat stuck up in the hernia defect but there was weakness in the abdominal wall. The lateral edges of the fascia were separated approximately 4.0.centimeters in size and the length of the defect was about 10.0 centimeters. Two working port sites were introduced, one for an 11.0 millimeter port site in the inferolateral aspect of the abdomen on the right side and in the right upper quadrant for a 5.0 millimeter port. A 10.0 x 15.0 centimeter dualmesh prosthetic material was brought to the operative field and marked on the smooth side with marking pin and rolled up and passed through the 11.0 millimeter trocar site and unfurled intra-abdominally. It was secured to the abdominal wall with a spiral tacker followed by securing the mesh to the fascia using gore-tex needle passer system and 2-0 prolene suture. Skin incisions were made and the sutures were tied and buried in the subq. Followed by closure of the skin with surgical staples. Band-aids were applied to the incisions.¿ the records confirm a gore dualmesh® biomaterial (1dlmc03/02891370) was implanted during the procedure. Records between 7/15/2004 and 10/10/2009 were not provided. Records dated 10/10/2009 state the patient was seen in the emergency room for ¿[abdominal] pain ¿ hernia groin. Onset ¿ 2 nights ago. Duration ¿ 2 nights.¿ nursing assessment states: ¿pain in [right lower quadrant] at end of csection [incision].¿ an ¿abdominal / flank pain gi symptoms¿ emergency physician record states: ¿@ prior incision sites + hernia repair.¿ ¿small incisional hernia [right lower quadrant] easily reducible.¿ surgical history is noted as cholecystectomy, c-section x 4, ventral hernia repair, and appendectomy. The emergency room records indicate the patient was discharged home with pain medications. After care instructions state ¿see seaboard surg¿ and ¿to be seen next 2-3 days for follow up¿. Records describing the patient¿s 10/10/2009 hospital visit were not provided. It is unclear when the four c-sections occurred. There are no records detailing additional procedures or removal of the gore device. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (1994) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Conclusion code 4316: appropriate term/code not available used for "withdrawn complaint". This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected.